Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02023. It was reported, the pt ((B)(6)) had developed an infection and complained of discomfort at her lead site in the lower left buttock region. A culture was taken and results are pending. The physician stated it was most likely caused by skin flora during the implant procedure. The physician explanted the infected lead and the lead's anchor on (B)(6) 2012. The pt is being treated with intravenous antibiotics. It was reported the pain and inflammation from the infected site have decreased. The pt reports effective stimulation in the leg but inadequate stimulation in the back. No further pt complications were reported.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.